Event description:
It was reported that the patients leads had high impedances. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post-operatively. The explanted leads were discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred years from date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 16121539.